Event description:
The fe reported that the main power cable was defective and could not provide power to the system. The system was unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.